Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the products manufactured with the same thread raw material batches as the used in this product. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that patient underwent open radical laryngectomy, oesophagotomy with spiral myotomy and remote composite flap at various times surgical procedure without complications, on (B)(6)2024 head and neck surgeon ordered to start oral route for which methylene blue test was performed to assess the possibility of starting liquid diet, after performing the test with methylene blue leakage was observed by the wound drain. The head and neck surgeon reintervenes, finding dehiscence of the surgical suture in the pharynx due to failure of the suture material, with exposure of vital pharyngeal tissue, salivary secretion with an inflammatory aspect but without evidence of pus in the cavity, pharyngorrhaphy with vicryl and silk was performed.